Manufacturer narrative:
The reported event of dislodgement was unconfirmed. As received, the a lead was returned for analysis. Visual inspection and electrical testing did not identify any anomalies.

Event description:
Related manufacture reference number: 2017865-2023-72642. It was reported that the patient's atrial lead and right ventricular lead were dislodged. Both lead were explanted and replaced on (B)(6) 2023. The patient's condition was unknown.